Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited an increase in pacing lead impedances along with increased thresholds and loss of capture. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported and the lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.